Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband called to report a max delivery alarm and was able to clear the alarm. The customer's reading was 577 mg/dl. The caller stated that the time and date was wrong, and was able to correct it. The caller declined to troubleshoot for the high reading. The customer was advised to monitor the issue and to call back if problems persisted. Nothing was replaced or returned for analysis.